Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 02/21/2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery in 2020 and the barbed suture was used. It was reported that the barbed suture broke. The needle didn¿t pop off and the suture didn¿t cut clean, but it broke along the core for about 6 inches. This ended with using another like suture. There were no adverse patient consequences reported. No further information is available.